Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect component has been returned to vyaire's failure analysis laboratory for evaluation. At this time, the evaluation is still pending. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported an unresponsive touchscreen display on this ventilator device. The customer stated no patient involvement with this event.

Manufacturer narrative:
Failure investigation was completed but the report submission was not submitted in error. This was identified on 29mar2018. Results of investigation: the vyaire medical service group received the suspect user interface module (uim) component for investigation and repair. The service group performed a visual inspection of the internal components of the uim, which found no anomalies. They also performed the touchscreen display calibration, which the suspect uim passed. At this time, the service group was not able to duplicate the reported issue therefore, no device/component failure can be determined. This issue will be internally investigated within vyaire medical.